Event description:
It was reported that this device delivered 1 round of inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to an episode of atrial arrhythmia with rvr. The patient has zero atrial sensing since the right atrial (ra) lead is dislodged. The left ventricular (lv) lead is dislodged as well. Boston scientific technical services (ts) noted that the sensing looks to be poor since the initial implant. The device remains in service and has been reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered 1 round of inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to an episode of atrial arrhythmia with rvr. The patient has zero atrial sensing since the right atrial (ra) lead is dislodged. The left ventricular (lv) lead is dislodged as well. Boston scientific technical services (ts) noted that the sensing looks to be poor since the initial implant. The device remains in service and has been reprogrammed. No adverse patient effects were reported.